Event description:
It was reported that a vacuum error code displayed on the control module screen during the initial power up prior to a breast biopsy procedure. The doctor was able to proceed and completed the case with no patient consequences. The device was returned for service and repair.

Manufacturer narrative:
H3 evaluation summary: the analysis site found that the control module vacuum pump was causing the unit to display vacuum errors. The site replaced the vacuum pump to correct the customer complaint. The control module was serviced, then functionally tested, and was found to operate properly.